Manufacturer narrative:
Upon completion of the evaluation a follow up report will be submitted.

Event description:
The report stated that the intervention was on a small, highly calcified left internal iliac artery. Once the ostium was ballooned the physician observed that a dissection had occurred. There was contrast extravasation and a perforation. The physician tried to use the stent to treat the dissection and while trying to position it over the perforation the stent slid off the balloon and was on the wire. The stent was retrieved from the wire and the perforation subsided. The angle of the internal iliac was very steep and it was very hard to push the balloon and stent into position. The physician had difficulty getting the balloon to the intended target. No harm to the patient.